Event description:
It was reported via repair work order that the safety bar was not operating correctly which could potentially cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.